Manufacturer narrative:
Eval codes, results (other): the alarms battery connectors are damaged. Note: this model has been discontinued by the posey company.

Event description:
The reporter did not state the reason for the return of the posey personal alarm ii model 8203. There was no pt contact or injury reported. Inspection shows that the alarms battery connectors are damaged which could potentially cause the alarm to work intermittently.